Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat left anterior descending (lad) artery. The ht bmw universal ii guidewire (gw) was used in a procedure; however, the tip of the gw fractured in the anatomy. The gw was able to be slowly pulled out, but the fracture increased the resistance during removal. Another ht bmw universal ii gw was used to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure reported. No additional information was provided.